Event description:
A falsely elevated advia centaur folate result was obtained on a patient sample. The sample was diluted and the result was lower than expected. The sample was tested again diluted and the results were similar. The patient sample was sent to another site for testing with an alternate method. The result was in the normal range. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant folate results.

Manufacturer narrative:
The cause for the discordant folate result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.